Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 8mm maryland bipolar forceps instrument was found to have a tear. The user completed the procedure using a backup maryland bipolar forceps with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no loss of cautery or arcing mentioned. There was no problem with removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have damage to the conductor wire insulation at the idler pulleys. There was no fragmentation of the insulation, but the internal conductor wire was exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.